Event description:
Physio-control received a report from the customer that the device would not power on. "The deputy was called to scene, was going to use his AED but there was no power so he used the AED of another deputy." This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The root cause of the device not powering on during patient use is user error. The root cause of the depleted battery could not be established. The device was archived by physio and the customer was provided with a replacement device..

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that the device would not power on. "The deputy was called to scene, was going to use his AED but there was no power so he used the AED of another deputy." This issue is patient related; however there was no adverse event reported.